Event description:
Received essure birth control implants (B)(6) 2012, I immediately started experiencing a uncomfortable vibration feeling in my vagina and abdominal area which went away about 8 months later. My periods since essure implants are heavy now, last longer, I have abdominal cramps and back pain that I never had before that require pain killers. My mid section is swollen, and I'm depressed.